Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while infusing an unspecified fluids it was noted that the y-site connectors were leaking. There was no report of patient harm. Although requested there are no other event details provided.

Manufacturer narrative:
The customer¿s report of leaking at the y-connectors was not confirmed. Visual and functional testing did not replicate any leaks with the received set. Pressure testing also found no anomalies with the set. The root cause could not be determined.